Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was measured through the analyzer, and exhibited acceptable threshold levels. However, upon connection to the device and measurement through the device, the lv lead thresholds were high. The lead was tested through the analyzer once more, and exhibited acceptable thresholds. As a result, the device was not used, and another device was implanted. No patient complications have been reported as a result of this event.